Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low glucose while using the ilet system after recent steroid injections that had markedly increased insulin needs and meal doses, leading the user to believe the algorithm was not performing as expected; customer care provided troubleshooting and education, and guided the user through a factory reset and re-entry into the learning phase, and advised on treating lows with fast-acting carbohydrates. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user education on low-glucose treatment and device use. Investigation included customer care troubleshooting and instructional support. Investigation of this case revealed no confirmed device malfunction and that the event occurred in the context of changing insulin requirements following steroid use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.